Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Provider states the sieve beds are blown, muffler has sieve contamination, pilot valve and o-ring leak, wire ties are loose and used to repair leaks, and power switch has no alarms.